Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound during start up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported a speaker malfunction, there is no audible sound during alarming. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.